Manufacturer narrative:
The components can not be evaluated for the reported screw backing out in vivo as they have not been returned to co but rather are still implanted.

Event description:
Radiographs indicate the screw holding the insert to the baseplate is backing out of the insert. Revision surgery is scheduled for 4/2/97.